Event description:
This event is related to a pyxis carefusion anesthesia machine. During an open heart procedure, the pyxis anesthesia machine failed causing all drawers to lock and the provider could not recover the drawers or access any medications. Different teams were called and other medications were brought in for the patient, but the failure did cause a delay in getting medications to the patient. There was no harm noted by the anesthesiologist or surgeon, but what was discussed is that there was potential for harm if this happened again during a procedure. FDA safety report ID# (B)(4).